Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery for the left distal humeral fracture with a variable angle locking compression plate (va-lcp) distal humerus plate. During the drilling for the screw, the surgeon could not perforate the bone at all with the drill bit because it was dull. The surgeon tried another drill bit, but the attempt was unsuccessful. He drilled with a kirschner wire successfully. He drilled the other screw holes successfully using another drill bit in the same instrument set. The surgery was successfully completed with a delay of less than thirty (30) minutes. There was no adverse consequence to the patient. Concomitant medical products reported: unknown kirschner wire (part# unknown, lot# unknown, quantity 1), unknown plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history records review was completed for part: 323.062, lot: l567512. Manufacturing location: (B)(4), release to warehouse date: sep 22, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformity noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device evaluated by MFR: product instigation was completed. The received instrument is in used condition. There are wear marks and scratches on the coupling and at the shaft visible. The cutting edges are completely blunt and worn out. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Dimensional inspection was completed and met specifications. The received instrument is in used condition. There are wear marks and scratches on the coupling and at the shaft visible. The cutting edges are completely blunt and worn out. This lot was manufactured in september 2017 according to the specification. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. As the drill bit is completely blunt and in very used condition we would strongly recommend to sort out devices like that before the surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Corrected data: date of report, PMA/510k: these dates were inadvertently reported as 1/17/2019 due to time zone difference. The correct date is 1/18/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.